Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global information for use (IFU), states: note the use by date specified on the package. The investigation determined the reported complaint appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 1.2 x 20 mm mini trek balloon dilatation catheter was used; however, the device had an expired date. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.